Manufacturer narrative:
Journal article: tct-418 thick biodegradable-polymer biolimus a9 eluting stent versus thin durable-polymer zotarolimus-eluting stent in multivessel percutaneous coronary intervention authors: yun-kyeong cho, ung kim, joon-hyung doh, et. Al. Journal: journal of the american college of cardiology. Year: 2021. Reference: doi/full/10.1016/j.jacc.2021.09.1271. Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the death(s) was provided. Date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - thick biodegradable-polymer biolimus a9¿eluting stent versus thin durable-polymer zotarolimus-eluting stent in multivessel percutaneous coronary intervention - was submitted for review. The aim of this study was to compare the clinical outcomes of thinner durable polymer¿based zotarolimus-eluting stents (zes) and thicker biodegradable polymer¿based biolimus a9¿ eluting stents (bes) in patients who undergo multivessel percutaneous coronary intervention. The primary endpoint was major adverse cardiac events (mace), a composite of all-cause death, myocardial infarction, and any revascularization at 2-year follow-up. A total of 936 patients were enrolled, of which 463 received the medtronic resolute integrity drug eluting stent (zes group). In the zes group, mace occurred in 11.4% of patients. Both stents showed comparable clinical outcomes at 2-year follow-up.

Manufacturer narrative:
Journal article: tct-418 thick biodegradable-polymer biolimus a9 eluting stent versus thin durable-polymer zotarolimus-eluting stent in multivessel percutaneous coronary intervention authors: yun-kyeong cho, ung kim, joon-hyung doh, et. Al. Journal: journal of the american college of cardiology. Year: 2021. Reference: doi/full/10.1016/j.jacc.2021.09.1271. Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the death(s) was provided. Date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - thick biodegradable-polymer biolimus a9¿eluting stent versus thin durable-polymer zotarolimus-eluting stent in multivessel percutaneous coronary intervention - was submitted for review. The aim of this study was to compare the clinical outcomes of thinner durable polymer¿based zotarolimus-eluting stents (zes) and thicker biodegradable polymer¿based biolimus a9¿ eluting stents (bes) in patients who undergo multivessel percutaneous coronary intervention. The primary endpoint was major adverse cardiac events (mace), a composite of all-cause death, myocardial infarction, and any revascularization at 2-year follow-up. A total of 936 patients were enrolled, of which 463 received the medtronic resolute integrity drug eluting stent (zes group). In the zes group, mace occurred in 11.4% of patients. Both stents showed comparable clinical outcomes at 2-year follow-up.